Event description:
This rv lead was implanted on an unknown date in (B)(6) 2003 and still remains implanted at this time. In a product experience report received on 07/23/2018 it was noted that the lead exhibited pace impedances greater than 3000 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).